Event description:
While using arthrex scope for knee, a small piece of the obturator was broken off and entered the patient. Md (doctor) was able to retrieve this piece and the instrument was switched out with a new one. This was reported to or (operating room) manager and charge nurse at the time of occurrence. Instrument was removed from or.